Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: univ 2-hole shl 56mm lnr sz 24, catalog #: 14-103656, lot #: 619240. Medical product: epoly 36mm rlc lnr mrom sz24, catalog #: ep-105994, lot #: 718210. Medical product: tprlc 133 mp type1 pps so 10.0 , catalog #: 51-106100, lot #: 3430141. Medical product: unk screw, catalog #: unk, lot #: unk. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation.